Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration number details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that during patient checks, the nurse found that the bubble CPAP system was not bubbling. The healthcare facility further reported that upon inspection, it was found that one of the tubing's of bc191-05 nasal tubing 70mm was stretched and damaged during use on a patient. There was no reported patient consequence.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that during patient checks, the nurse found that the bubble CPAP system was not bubbling. The healthcare facility further reported that upon inspection, it was found that one of the tubing's of bc191-05 nasal tubing 70mm was stretched and damaged during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) section d4: lot number, UDI, expiration number details are not provided by the customer. Section h4: manufacturing date not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 nasal tubing 70mm was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the device, information provided by the customer and our knowledge of our product. Results: visual inspection of the subject device confirmed that the tubing was torn and stretched on the film at the connector circuit side. The edges of the film are observed to be rough. It was also observed that the tubing was torn and stretched on the midline side. Conclusion: our investigation could not determine the cause of the reported failure. Based on the knowledge of the product and previous investigations of the similar complaints, the factors that could cause the tubing damage would be of handling of the device, use of support devices (like christmas trees and angel frames) and fingernails. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.